Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is button fail. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During the evaluation, it was found that the pca is oxidized and is defective, inlet outlet seal and pollen filter must be replaced due to preventive maintenance. The customer complaint was reproduced. There were four error codes have been identified. The device was scrapped.